Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the user occasionally smells like insulin. It could not be confirmed if the cartridge or the infusion set tubing/site was leaking as the contact declined troubleshooting and follow up. There was no reported impact to the user's blood glucose level.